Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump did not deliver insulin as intended. Customer's blood glucose (bg) was 300mg/dl. As tandem technical support (cts) was not contacted at the time of the reported issue, a system check could not be performed to determine a possible cause of the event. Additionally, the pump data logs were not uploaded for cts to perform a log review. Reportedly the customer had an alternate pump for insulin therapy.